Manufacturer narrative:
Concomitant medical products: boston scientific jagwire guide wire, 0.035". Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and leakage was observed at a crack in the catheter. A visual examination of the catheter showed a crack approximately 131.4 cm from the distal end. Several kinks were observed in the catheter at approximately 10.5 cm, 126.5 cm and 129.5 cm from the distal end. The wire guide associated with this device was not included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a crack was observed in the catheter during our laboratory evaluation of the returned device. Kinks, bends, and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. In the additional information provided, the user indicated that the balloon did not receive negative pressure prior to insertion into the endoscope accessory channel. Failure to apply negative pressure can result in balloon material damage. This is the most likely cause for the reported observation. The instructions for use direct the user ¿to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. In the additional information provided, it is unknown if the balloon was lubricated prior to insertion into the endoscope accessory channel. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not apply negative pressure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a duodenal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The user advanced the device into the target stenosed site in the duodenum and inflated the balloon a little first. Then they attempted to inflate the balloon more, but it would not inflate any further. They removed the device from the patient and found the sheath had a kink. It was replaced with another cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic of an unknown lot number to complete the procedure. The user commented as "I'm used to this product, so there was no problem in the use of the device". The device was evaluated on (B)(6) 2017. A crack in the catheter was found and there was a leak from this crack.